Event description:
It was reported that an ilet user awoke to find the pump insulin reservoir reading zero after disconnecting the infusion set without pausing the pump, experienced site pain, treated a nocturnal low with 15 g carbohydrate, then later performed a full supply change and noted very high blood glucose with subsequent downward trend; the user also announced a meal bolus without eating, and was counseled not to use meal announcements as correction. Symptoms included nausea associated with hyperglycemia (454 mg/dl) and hypoglycemia with a nadir or 39mg/dl. Outcomes included self-management with oral glucose for hypoglycemia and correction dosing via the ilet after supply replacement, with no hospitalization. Investigation included complaint intake, troubleshooting, and education regarding proper infusion set reconnection and appropriate use of meal announcements. Investigation of this case revealed user technique issues, specifically not reconnecting the infusion set after disconnecting and using meal announcements as correction, which are consistent with use error rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and behavior related to infusion set management and bolus entry.